Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review and referring to known similar events, it was presumed that stress generated with pushing and/or torquing manipulation might have been locally applied on the gaia second guide wire while the wire tip was stuck in the calcified lesion. Consequently, the outer coil of the wire tip was loosened. Further applied tensile stress generated with removal then caused the outer coil to be stretched. Although it was concluded that this event was not attributed to product quality, additional treatment due to difficulty in removal was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] removal difficulty of guide wire breakage of the guide wire.

Event description:
It was reported that an asahi gaia second guide wire was used during a percutaneous coronary intervention (pci) for a heavily calcified chronic total occlusion (cto) in the left anterior descending artery (lad). When the gaia second guide wire was advanced into the calcified lesion, the wire tip got trapped in the calcium and could not be torqued, advanced or removed. During subsequent manipulation, the outer coil of the wire tip became loosened and elongated. With protection of an unspecified microcatheter and compression by balloon inflation, the damaged gaia second guide wire could be completely removed. It was informed that there was no adverse patient effect.